Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that a child born in 2008 received a micro valve about 33 days later, that was set at 50mmhg. A revision was necessary about 2 months later due to an MRI that showed ventricular expansion.